Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, red particles, wear abrasion and deformation device. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV, pain and breast deformity. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported capsular contracture, baker grade IV, pain, and deformity of the breast. The device was explanted. Side unknown.